Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six devices were received for evaluation; 5 events were confirmed during testing. Five devices were found to be affected by disassembly. Two devices are available for evaluation but have not yet been received. One device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device disassembled. Seven reported events had no patient involvement; no patient impact. One reported events had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 3 devices were received for evaluation; 3 events were confirmed during testing. 3 devices were found to be affected by disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device disassembled. 7 reported events had no patient involvement; no patient impact. 1 reported events had no known patient involvement or patient impact.